Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, device found frozen on care fusion blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on a care fusion blue screen. A technical support specialist (tss) remotely accessed the station to investigate the issue. It was confirmed that the station application was up and running without any immediate errors. Upon reviewing the data synchronization logs, no issues were found. Although the medical application logs did not display any explicit error messages, a noticeable jump in date and time was observed, suggesting a possible interruption or delay in activity. Further investigation through the event viewer revealed that the medical application had stopped responding and was subsequently closed by the system. The tss then accessed the device manager and disabled the power-saving option that allows the system to turn off the device to conserve energy, which could potentially prevent similar interruptions in the future. The system functioned as intended after the technical support specialist troubleshot the device.